Manufacturer narrative:
The field service engineer found an issue with the tubing at the rinse station. He replaced the tubing and sipper nozzle. He adjusted the sipper nozzle and flushed the system. Test runs were performed, and proper functioning of the device was confirmed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Patient 1 initial result was >300 mmol/l with a data flag. The repeat result was a "normal value". No specific data was provided. Patient 2 initial result was 170 mmol/l, and the repeat result was 135 mmol/l.